Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer unable to upload guardian to carelink personal. It was found in the alarm history that insulin pump alarmed displayable history crc check failed on start up. The customer was educated on how to upload. No blood glucose reading provided. No further information provided.